Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the device displayed a speaker malfunction and was unable to confirm if the device makes any audible tones. The device was not use on a patient at the time of event. There was no adverse event reported.

Event description:
The customer reports that the device displayed a speaker malfunction and was unable to confirm if the device makes any audible tones. The device was not use on a patient at the time of event. There was no adverse event reported.